Manufacturer narrative:
B1: adverse event removed. H6 health effect - impact code 4641 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be a cascading effect of the reported device damaged by another device (dislodged). The report device damaged by anther device (dislodged) was due to manipulations to untangle another clip from the anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: third clip implanted was not to stabilize slda.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot: 40522r1069) was chosen first for implantation and was implanted successfully medially, reducing mr to grade 2-3. A second xtw (lot: 40522r1052) was then chosen for implantation. During attempts to grasp the leaflets in a lateral position, the posterior gripper could no longer be visualized. The clip was inverted and brought back to the left atrium however, during which the clip became stuck on the anterior leaflet. The clip was able to be freed, but the mr rose to 4 suggesting leaflet damage had occurred. Grippers were tested in the left atrium and neither functioning. The clip was removed and outside the patient, both gripper lines were observed broken. A third xtw (lot: 40916r1086) was chosen for implantation. During attempted to grasp leaflets, the clip became entangled. Manipulating the clip for removal caused the first implanted mitraclip (lot; 40522r1069) to detach from the posterior leaflet (single leaflet device attachment (slda)). The clip was able to be removed from entanglement and was implanted. The procedure ended with mr reduced to grade 2.